Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) pocket was infected. The pocket was found to be infected during I &d. A revision was done and the ins was explanted. It was unknown if cultures were sent. There was no patient death or injury. No further patient complications were anticipated.